Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and the lead migrated. Surgery may occur to address the issue.